Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed there was dried saline in the luer and tip. There was body fluids on the handle. Functional inspection showed the steering knob and the tension control knob did not function properly in the lock position. It would not hold the curve position. No abnormal resistance was felt when actuating the steering mechanism. Dimensional inspection was performed, and the tip motion was evaluated against the curve template. Both the right and left curves failed to reach the specified curve template area. Because the tension control knob did not function properly in the lock position, it would not hold the curve position. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an atrial tachycardia procedure, the curvature of the intellanav mifi oi catheter was abnormal. The procedure was unable to be competed. The patient was sedated at the time the procedure was canceled. No patient complications were reported.

Event description:
It was reported that during an atrial tachycardia procedure, the curvature of the intellanav mifi oi catheter was abnormal. The procedure was unable to be competed. No patient complications were reported.